Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent an unknown surgery for the comminuted fracture with severe bone loss using the screw and the va lcp olecranon plate. After the surgery, pseudarthrosis occurred and the revision surgery will be performed on (B)(6), 2022. No further information is available. This report is for one (1) 2.7mm/3.5mm ti va-lcp olecranon pl 6h/rt/142mm-ster. This is report 1 of 2 for complaint (B)(4).